Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim, fecal incontinence, and gastrointestinal/ pelvic floor. It was reported that the ins didn't last as long as they expected it to. They noticed this around 3 months prior to having it replaced. No patient symptoms were reported.